Event description:
It was reported that the cot may not be functioning to specifications.

Manufacturer narrative:
Various attempts have been made to obtain further information about the alleged event. It is unknown if the cot is available for evaluation. Should additional information become available, a follow up report will be submitted.